Manufacturer narrative:
Vyaire file identification: product complaint (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator's user interface module (uim) when started up goes to start up screen, and will not change. At this time, there is no information about patient involvement on the reported event.